Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the saline flush.the following information was provided by the initial reporter: "when the nurse started to flush the int she was unable to push in the plunger on the saline flush."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: yes. D9: returned to manufacturer on: 09-aug-2022 h6: investigation summary it was reported the plunger could not be pushed during the flush. To aid in the investigation, one empty sample with no packaging flow wrap, or tip cap, was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 2115273. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that the bd posiflush¿ normal saline syringe had difficult plunger movement during the saline flush. The following information was provided by the initial reporter: "when the nurse started to flush the int she was unable to push in the plunger on the saline flush."